Manufacturer narrative:
Approximate age of device ¿ 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient expired on (B)(6) 2018 due to sepsis related to driveline infection. Reportedly, the patient was not willing to go to the hospital for any treatment. The device operated as expected and was not returned for evaluation. No additional information was provided.

Manufacturer narrative:
The lvad was not available for evaluation. A direct relationship between the device and the reported event could not be determined. Local infection, sepsis, and driveline or pump pocket infection are listed in the instructions for use (IFU) as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including the caring for the driveline exit site and controlling infection sections. No further information was provided. The manufacturer is closing the file on this event.